Event description:
A malfunction occurred with the pump, reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and the customer was able to continue using it without any recurrence of the malfunction code. The caller acknowledged the instructions to contact support again if issues reoccur.